Manufacturer narrative:
Initially it was reported that a patient underwent an atrial fibrillation (afib) cardiac ablation procedure with a smartablate¿ irrigation tubing set where the issue of foreign material was in the tubing occurred. The biosense webster inc. Product analysis lab received the device for evaluation on 10/6/2020 and the complaint device was inspected. It was found in good normal condition. No foreign material was detected. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initially it was reported that a patient underwent an atrial fibrillation (afib) cardiac ablation procedure with a smartablate¿ irrigation tubing set where the issue of foreign material was in the tubing occurred. Additional information was received on (B)(6) 2020 clarifying the event. It was reported that a patient underwent cardiac ablation procedure with a smartablate¿ irrigation tubing set where the tubing was found to be ¿cloudy¿. When the product was opened there was cloudiness in the tube. The caller confirmed that the ¿white material¿ means ¿cloudy¿. Based on this information this complaint was re-assessed as not MDR reportable for the cloudiness in the tubing. The device evaluation was completed on (B)(6) 2020. Complaint product was inspected and it was found in normal condition. Irrigation test was performed and tubing passed specification. No foreign material and no microbubbles were found in the tubing after flushing. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Complaint was not confirmed. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
(B)(6). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device ac5155577 number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) cardiac ablation procedure with a smartablate¿ irrigation tubing set where the issue of foreign material was in the tubing occurred. When the product was opened, white crystals were found in the tube. The issue was resolved by changing the tubing set to another one. The procedure was completed without patient's consequence. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Since the material was noted immediately after the tubing was opened and the nature of the material is not clear, the issue was assessed as a MDR reportable ¿foreign material¿ inside the tubing.